Manufacturer narrative:
The authorized service provider therefore replaced the gas delivery system and confirmed that the issue was resolved. After corrective maintenance, the device was operational and complied with the manufacturer's specifications. The necessary verifications were carried out to certify the restoration to the operating conditions prior to the failure. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that although the device measured pressures well, it generated triggered flows. For example, if you want to get 50 standard liters per minute (slpm) of flow, it comes out 240 +/- slpm, or it starts cycling in service. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp found that the gas delivery system (gds) and air & o2 flow sensor assembly may need to be replaced for repair. The investigation is ongoing.